Manufacturer narrative:
Correction: b5, h6 this event has been found to be a duplicate of a previously reported event documented under rr# 2647580-2025-03617. All additional I nformation pertaining to this event will be communicated under the original regulatory report 2647580-2025-03615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).

Event description:
It was reported that during a laparoscopic total gastrectomy, the device was used for digestive tract reconstruction when several issues occurred. The stapler was partially fired, resulting in poor staple formation, and excessive tissue was incorporated into the barrel of the stapler. No staples were found around the resection margin, and the anvil could be tilted after firing. To address these issues, the procedure was converted to an open thoracotomy to complete the surgery, and the staple line was fixed by resection and re-stapling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.